Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "extra plastic" found on the catheter tip of a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that there was "extra plastic" found on the catheter tip of a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: the lot was built and packaged on afa line 11 from jan 22, 2018 through jan 27, 2018. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. No significant discoveries were found. Qn (sap) database review findings: 2 non-related qn¿s (200730401 and 200729446 for flashback) were initiated during the production of the lot number related to this investigation. The peura (end user risk analysis was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received two 20ga used units within open packages. Unit 1 consisted of a fully retracted needle assembly and a catheter adapter assembly. Unit 2 consisted of a fully retracted needle assembly only. Visual/microscopic examination: unit 1 observed traces of patient residue (blood) on the catheter tubing, on the hub and on the needle bevel. No damage was observed on the catheter tubing or the cannula. The catheter tip (rated 4) and the cannula tip (rated a) were acceptable per specification. Water-leak test was performed. No leakage was observed. Unit 2 observed traces of patient residue (blood) on the hub and on the needle bevel. No damage was observed on any areas of the cannula. The cannula tip (rated a) were acceptable per specification. Conclusions: no physical-mechanical damage was observed. The units were found within manufacturing specifications. The return units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated. Difficult threading can be improved within user technique and experience. A root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.